Event description:
It was reported that the patient was scheduled for a revision after recently having vns placed. During follow-up, per the or support specialist the mother of the patient indicated the patient's chest incision opened and the surgery planned was for debridement of the site. The generator is going to be placed deeper and reclose incision site. The generator was disabled and will be programmed back on per the physician's instructions. The neurologist and surgeon believe the patient's excessive movement after the patient was put on new seizure medication is the cause of the incision opening after the sutures were removed. The patient was put on prophy antibiotics and there have been no signed of infection. Additional information was received that the generator incision site was the only site that opened up. There was no extrusion present. The revision surgery for debridement and placing the generator deeper was confirmed to have taken place. No additional relevant information has been received to date.